Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was found unresponsive with a tube in place. When checked, the tube was sutured I nto place, the clinicians turned/moved the patient and found the dislodged tube (no inner cannula was in place at the time of the incident.). The patient immediately moved to a different tube.